Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The following additional findings were also noted: chipped adhesive on the bending section cover, peeled adhesive around the objective lens, assorted scratches, shaved forceps channel port, peeled paint on the suction cylinder, wrinkled universal cord, shaved suction cylinder, and wrinkled connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus bad angle while using evis lucera gastrointestinal videoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.